Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis/stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
An impella cp was inserted via the femoral artery to support the 45-year-old male patient admitted in with cardiogenic shock and acute myocardial infarction, in scai shock stage c. Any other underlying comorbidities were not shared. The patient was noted to vented for respiratory need and on ECMO support in addition to the cp. The pump was supporting when on day 3 there was a diagnosis made of a stroke, and on day 4 the patient had care withdrawn and expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.